Event description:
It was reported to technical services on 8/18/11 that this ra lead has impedances from (B)(6) of 1150, and on (B)(6) there was a lead safety switch for over 2500 ohms. There is loss of capture with a little oversensing with noise. Dr. (B)(6) decided to program patient ddir. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).